Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that their insulin pump had received keypad was stuck as well as frozen screen. The customer¿s blood glucose level was 8.1 mmol/l at the time of incident. Customer stated that numbers are not ramping on their own and the scroll bar was not moving with no input and also stated that there was no response from any button. The customer troubleshoot was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked.